Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(6) 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system. Method: actual device evaluated; visual inspection; pressure testing. Results: improper physical structure. Conclusions: manufacturing deficiency. Upon evaluation of the device, the complaint was confirmed. The actual sample was visually inspected and pressure tested upon receipt. Microscopic inspection did not find any definitive defects in the welded areas. The unit was then gradually pressurized in a water bath to roughly 1000mmhg and held for 30 seconds. The unit was found to leak from the small bore end at roughly 400mmhg. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. The root cause was identified to be shipping and handling paired with a decrease in mechanical integrity. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked at the female luer. The unit was calibrated and was set up in the circuit and primed when the leak began. The user repositioned the shunt sensor in attempts to stop the leak, but the unit continued to leak. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).